Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the colonovideoscope exhibited foreign objects came out of distal end, and c-cover had foreign objects. There was no patient involvement.